Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 8.8 mmol/l at the time of the incident. The customer states the insulin pump was exposed to moisture. It was reported that there was humidity behind the display screen and the display was stuck at start screen. Self test was unable to be performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with down arrow and up arrow buttons unresponsive due to moisture damage on the keypad traces. No moisture damage found inside the insulin pump noted. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, cracked belt clip slot, corroded battery tube and minor scratched display window.